Manufacturer narrative:
(B)(4) - valve leaks are not specifically addressed in the IFU. Event eval: still under investigation.

Event description:
A (B)(6) male underwent evar on (B)(6) 2012. After removing the positioner from the sheath, the physician tried closing the hemostatic valve. The physician questioned if it was being closed correctly because of the amount of leakage. A dilator was then placed into the valve to attempt to stop the bleeding, but was unsuccessful. The physician is unsure as to what the exact problem is with the valve. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial rptr, the pt did not experience any adverse effects due to this occurrence.